Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement of 126 ohms. Boston scientific technical services (ts) noted that this is a single coil lead so it is not uncommon to see shock impedance measurements reach the 130 ohm range with no consequence. There is no evidence of noise on either the pace and sense channel or the shock channel. Ts provided guidance to the boston scientific representative to consider increasing the out of range limit to 150 ohms and continue to monitor. It was noted that the patient was coming into the clinic that day for further evaluation and the representative would discuss the issue with the clinic. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement of 126 ohms. Boston scientific technical services (ts) noted that this is a single coil lead so it is not uncommon to see shock impedance measurements reach the 130 ohm range with no consequence. There is no evidence of noise on either the pace and sense channel or the shock channel. Ts provided guidance to the boston scientific representative to consider increasing the out of range limit to 150 ohms and continue to monitor. It was noted that the patient was coming into the clinic that day for further evaluation and the representative would discuss the issue with the clinic. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that the rv lead out of range upper limit had been increased to 150 ohms per previous ts guidance. More recently, the shock impedance measurements have been hovering in the 140 ohm range with a measurement greater than 150 ohms occurring approximately nine months ago. The physician indicated they will discuss with the patient about potentially performing a commanded maximum energy 41 joule shock test to determine the actual delivered impedance value and if not, they will continue to monitor until the associated implantable cardioverter defibrillator (ICD) device requires replacement. The ICD device was noted to have approximately 1.5 years of longevity remaining. A commanded maximum energy 41 joule shock test was subsequently performed with an associated shock impedance measurement of 106 ohms, which is within normal specification limits. As a result, the physician chose to continue to monitor the rv lead and reevaluate if anything else changes. It was noted that an ICD device replacement procedure will occur in the next year or so and the physician will likely continue to monitor the patient until then. The rv lead remains in-service. No additional adverse patient effects were reported.